Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and nothing relevant to the event was found. No lot specific issues were found in similar complaints review. The catheter was returned in four pieces. First piece, the main distal tip end, measured 4.1 mm long, the second piece measured 2.2 mm long, the third piece measured 0.8 mm long and the rest of the catheter measured 165.6 cm long. Visual inspection of the returned catheter observed fluid inside the telescope assembly. No fluid was found inside the hub. Kinks were observed in the sheath assembly and imaging core assembly likely resulting from operational context. A hole was observed in the imaging window 12.7 cm from the broken distal tip assembly. The hole was not brittle but cracked, the cause of which was undetermined. Imaging core wind up in the telescope assembly was observed. Wind up, a design issue, is a result of the imaging core being constrained which breaks the signal pathway leading to image issues. The observed hole, kinks and windup are unrelated to the tip detachment. The fracture location of the distal tip section was analyzed using sem (scanning electron microscopy). Based on results of the sem analysis, this break is clean and abrupt with no signs of elongation. This break is consistent with previous failures of this nature that had a higher level of catheter oxidation and brittleness. The device labeling and directions for use (dfu) revealed these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement, increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned.

Event description:
Upon inspection of the returned device by the manufacturer, it was noted that the distal tip of the catheter had detached. The user had reported an issue with the image and had not indicated they had experienced or observed any breakage of the ivus catheter. It is unknown when and how the detachment occurred; however, based on the observation of the returned ivus catheter, the manufacturer is reporting as a malfunction for the tip detachment.

Event description:
Upon inspection of the returned device by the manufacturer, it was noted that the distal tip of the catheter had detached. The user had reported an issue with the image and had not indicated they had experienced or observed any breakage of the ivus catheter. It is unknown when and how the detachment occurred; however, based on the observation of the returned ivus catheter, the manufacturer is reporting as a malfunction for the tip detachment.